Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported there was an infection at the pump pocket site. There were no known environmental/external/patient factors that led to the issue. The physician stated there was a small opening to the incision site over the pump that looked infected. Redness, swelling, and greenish/white drainage were reported. The healthcare provider said the pump would need to be explanted. The rep was not aware of any actions taken to resolve the issue, and the issue had not been resolved at the time of the report. However, surgical intervention was planned, but not yet scheduled. It was reported the patient¿s status was ¿alive-no injury ,¿ at the time of the report. Other medications being taken at the time of the event, medical history, and weight were not available to the manufacturer. No further complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017 and it was reported that the pump and catheter were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported with regards to the onset date of the infection that the provider was notified on 02-nov-2017 and the date of implant was (B)(6) 2017. The patient was initially placed on oral antibiotics, sent to the wound clinic, and the wound was debrided. A second primary closure of the small open skin wound was attempted, but failed prior to the pump being explanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was seen for post-op and per the physician, the wounds were healing nicely and there were no signs of infection. No further complications were reported/anticipated.